Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was a registration accuracy issue. The site stated that on (B)(6) 2023. The sites system failed during registration because the accuracy was off. The site reboot the system and registered again but that did not help. The site took a different system into the operating room and plugged in the reference frame and flat emitter that were used already with the patient. They downloaded the image scan and did a registration and the accuracy was fine. There was less than an hour delay to the case. No reported impact to the patient. Additional information was received. It was reported that the local representative (rep) and site biomed could see that on one system they downloaded a scan that was not following the normal protocol scan. When the surgeon used system 2, they downloaded the right protocol bas scan and everything went well. There was only a patient present when the y had to do registration. It was 0.27 mm for passive planar blunt and 0.26mm for passive cranial frame.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736356, serial/lot#: (B)(6), f1908: delay of less than one hour f26: no patient impact g2: this event occurred in denmark, see section e. H3, h6: the returned ssd was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.